Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Found during evaluation: the image has a drop going down the center, the problem is traced to a "slit mark" on the face of the probe. This unit will have to be re-maned to allow for a detachable probe, since the gt probe is no longer supported. The root cause is unknown.

Event description:
Found during evaluation: the image has a drop going down the center, the problem is traced to a "slit mark" on the face of the probe. This unit will have to be re-maned to allow for a detachable probe, since the gt probe is no longer supported.